Event description:
Customer states that during tonsillectomy procedure, the surgeon touched the screw of the scissors to the pt's lip causing burn. Burn appears as a small blister on the lip (described as a 1mm blister). Bacitracin was applied with no further treatment noted.